Event description:
Information received from the field notes that the patient complained of discomfort and diaphragmatic stimulation. Bipolar capture thresholds had increased to 7.5 v, 1.0 ms. Unipolar thresholds had increased to >5.0 v, 1.0 ms. A chest x-ray showed normal lead position.